Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with chronic severe back pain which radiated into her lower extremities and impaired her mobility. The patient was diagnosed with spinal stenosis and spondylolistheses at l4-l5 and l5-s1. Imaging studies showed post-surgical defects at l4-l5 from the previous laminectomy and grade I spondylolisthesis of l5 on s1, facet arthropathy and mild listhesis as well as foraminal narrowing and mild degenerative disk disease at both levels, mild distortion of the thecal sac. On (B)(6) 2011, the patient underwent an l4-l5 and l5-s1 lumbar laminectomy revision bilaterally; lumbar instrumentation segmental at l4, l5 and s1; lumbar fusion posterolateral at l4-l5 and l5-s1; lumbar autograft and bmp application; posterior interbody lumbar fusion level l4-l5, l5-s1; application of allograft on anterior lumbar application and ¿biomechanical cevise interspaces;¿ intraoperative fluoroscopy, and neurological monitoring with emg and ssep under general anesthesia. ¿stenosis¿ was listed among intraoperative findings. Capstone, infuse, cd horizon legacy posterior instrumentation, cancellous chips, and putty were used. Post-op, the patient complained of ongoing and extreme and worsening pain in her back and lower extremities, eventually experiencing the condition known as ¿foot drop.¿ on (B)(6) 2011, a CT ls-spine without contrast was performed and allegedly showed ¿postsurgical laminectomy changes at the l3-4 through l5-s1 levels, with bilateral pedicle screws and rods at l4-s1 and an additional horizontal adjoining bar at l5; intervertebral disk cages/spacers are present; posterior migration centrally of the l4-l5 spacer and surrounding disk into the ventral epidural space and spinal canal and resultant near moderate canal stenosis was visualized; also seen was posterior migration right paracentrally of the l5-s1 vertebral disk cage/spacer and surrounding ventral epidural region and spinal canal and resultant anterior right-sided canal stenosis; also visualized was moderate bilateral foraminal stenosis at l5-s1 and l4-l5; extensive streak artifact limits evaluation of the spinal canal at the l4 through s1 levels.¿ on (B)(6) 2011, the patient was admitted to the hospital with a diagnosis of l4- to s1 lumbar stenosis status post l4 to s1 tlif for a revision surgery. The dictation of patient¿s history and physical reportedly noted that the patient was ¿status post l4-s1 decompression and insufflated effusion with migration of interbody spaces at l4-l5 and l5-s1, with a resultant neuro test of 3-5 on right ehl and peroneal with right-sided lumbar radiculopathy,¿ and further noted, the impression of lumbar stenosis l4-l5 right side and planned to go forth with revision lumbar decompression fusion at levels l4-s1 with exploration of fusion mass. The patient underwent a revision surgery, and reportedly, the operative report stated a pre-operative and post-operative diagnosis of ¿failed hardware of lumbar spine¿, and procedures performed were listed as: lumbar laminectomy, revision of bilateral, l4/5 and l5/s1; lumber instrumentation, removal of hardware, instrumentation of hardware, posterolateral ¿effusion¿ lumbar autograft, lumbar allograft, application of posterior interbody lumbar ¿effusion¿, application of allograft anterior lumbar, application of biomechanical device interspace, all at l4-l5 and/or l5-s1, with intraoperative fluoroscopy and neuro monitoring with electromyogram and somatosensory evoked potential. Legacy posterior instrumentation, capstone interbody device, dbm, and rhbmp-2/acs were used. Reportedly, intraoperative findings noted in the report were ¿hardware failure at l5/s1 and well-fixed implant l4/5.¿ during the procedure, screws and rods were removed and an extractor was used to remove the loose and migrated capstone interbody spacer; a new capstone spacer was inserted. During the procedure, the surgeon shaved the space of the l5/s1 from 10 mm up to 12 mm and inserted a 12 mm implant and set screws were applied, deformity was corrected, and the wound was irrigated, bone graft applied, and the wound was closed. On (B)(6) 2011, the patient complained to the physical therapist of pain in her back at rest and ¿no feeling¿ in her right lower extremity. Following surgery, the patient was maintained on antibiotics and dvt prophylaxis, given a back brace, physical and occupational therapy, and discharged to rehab on (B)(6) 2011. The discharge summary noted that the cage had slipped posteriorly and needed to be revised reportedly the patient sustained serious, permanent and disabling injuries to her back, hip, and legs, including but not limited to: failure of surgical hardware and implants requiring additional surgery to remove and replace the hardware; aggravation of her preexisting back condition; a condition of ¿drop foot,¿ ongoing severe pain in her back and radiculopathy into her buttocks and lower extremities; avascular necrosis of the hip requiring surgical replacement; nerve damage, and other unspecified injuries and conditions.

Manufacturer narrative:
Review of radiographic imaging found as follows: (B)(6) 2008 pa chest film normal ap pelvis, ap thoracolumbar and lumbar spine show previous left sided laminectomy at l4 and l5. On (B)(6) 2009 pa and lateral chest x-ray normal (B)(6) 2009 multiple x-rays lumbar show no spondylolisthesis, good maintenance of disc height, no evidence of avn in hips. Facet arthropathy is seen at l4 and l5. 4 views right knee appears normal (B)(6) 2009 three views left foot appear normal. Minimal calcaneal spur (B)(6) 2009 MRI right knee shows intact cruciates, no evidence of meniscal tears, no avn or bony changes. On (B)(6) 2009 MRI lumbar some desiccation is seen of the l4 and l5 discs. Annular bulge is noted at l4. Previous laminectomies are seen l4 and l5 left. Soft tissue changes are noted dorsally consistent with previous surgery. No stenosis is noted. No significant spondylolisthesis is apparent. On (B)(6) 2010 brain CT normal (B)(6) 2010 3 views left ankle and foot normal with exception of small calcaneal spur. No acute injury is apparent. On (B)(6) 2010 left foot and ankle MRI appears normal. On (B)(6) 2010 lumbar x-rays 4 views previous left l4 and l5 laminectomy is again seen. No other problems are detected in the lumbar spine. Severe osteonecrosis is seen of the right hip. On (B)(6) 2011 4 x-rays lumbar spine previous laminectomy is noted at l4 and l5, predominantly on the left. Minimal spondylolisthesis is noted at l4 and l5 of a few mm at most with good maintenance of disc height at l4 and l5. Oblique views and dynamics show no more than a mm or two of translation. Pars appear intact. Facet arthropathy is noted. 18 on (B)(6) 2011 lumbar MRI sagittal t2 weighted images show previous midline tissue disruption from laminectomy in 2007. Discs at l4 and l5 show mild annular bulge, but surprisingly good hydration and no significant stenosis. Axial views confirm no foraminal or central stenosis with previous left sided laminectomy at l4 and l5. Dural sac is distorted out into the laminectomy defect. No signs of arachnoiditis. Mild facet arthropathy is noted. On (B)(6) 2011 lumbosacral x-rays lateral views verify same capstone position as noted postoperatively. L5 spacer is mid disc, l4 spacer is slightly dorsally mal-aligned. On (B)(6) 2011 4 x-ray views lumbar postop films no show pedicle screw construct at l4, l5 and s1 with single capstone spacers in l4 and l5 placed from the right side. Crosslink is in place. Initial postop lateral appears to show the l5 spacer in mid disc and by this date it is migrating posteriorly, but remains within the disc space. The l4 spacer is in the posterior aspect of the disc space with the back of the capstone penetrating the posterior annulus. This is a sub-optimal position. On (B)(6) 2011 4 x-ray views lumbar compared to the films of (B)(6) the spondylolisthesis at l4 and l5 have recurred. The capstone spacers are in the same anatomical position in relation to the endplates below that they were in on the earlier films, however the worsening spondylolisthesis has left the uncovered on their cephalad surface. On (B)(6) 2011 lumbar CT 3d views are not specifically helpful. Sagittal views again show migrated spacers posteriorly, worse at l5 than l4. Axial views are degraded significantly by metal artifact. Placement of spacers can be verified as partially within the canal in midline. The greatest degree of neurologic compression occurs to the right s1 root. On (B)(6) 2011 pa and lateral chest films appear normal. On (B)(6) 2011, 8 intraoperative fluoro shots show the rods removed and removal with preparation and replacement of the capstone at l5/s1 in a better, more ventral position. No sign of revision of the l4 spacer is seen. On (B)(6) 2011 ap and lateral lumbar films taken one day postop verifies better position of the l5 spacer, but still posteriorly malaligned l4 spacer. Screws and rods are well positioned. On (B)(6) 2011 4 x-rays of the lumbar spine show interval pull out of one of the l4 screws as well as clear subsidence through the s1 endplate and l5 endplate along with posterior migration of both spacers. Disc space at l5 is now narrowing and becoming sclerotic posteriorly. Lumbar myelogram constriction of the dural sack can be seen at l4 that is worse on the right with cut off of the l5 root. Lesser constriction is seen on the right at l5 with cut off of the s1 root on the right as well. Post myelogram CT this studies shows significant dural sac compression by both capstone spacers. The l4 spacer posteromedial edge indents the dural sack in midline. Bone about the back of the spacer causes significant central and right lateral recess stenosis. The l5 spacer causes its most dramatic effect upon the right s1 root, which it compresses allowing no dye into the s1 root sleeve. Coronal, and sagittal reconstructions verify the above findings. The axial views show the nerve compression the best. On (B)(6) 2011 echocardiogram video. Does not pertain to medtronic implants. On (B)(6) 2011 CT lumbar spine shows the capstone position at l4 and l5. The l5 capstone clearly compresses the right s1 root. Heterotopic bone formation is also suspected in the l5 root foramen on the right that could affect the right l5 root. The l4 spacer definitely contacts the l5 root on the right compressing it against the l5 pedicle. Heterotopic bone is also present in the region of the right l4/5 foramen that could affect the l4 root although it appears to exit before the heterotopic bone has a chance to compress it significantly. CT pelvis shows fragmentation of the right femoral head consistent with osteonecrosis along with protrusion. Four x-ray views of the lumbar spine again show migration of both spacers posteriorly. Good position is maintained of screws, and overall alignment of l4 to s1 is excellent. On (B)(6) 2011 two views of the right shoulder appear normal (B)(6) 2011 contrasted CT brain appears normal. Pa and lateral chest x-rays appear normal. Slight anterior disc disease is beginning in the dorsal spine increasing thoracic kyphosis. On (B)(6) 2011 brain MRI appears normal (B)(6) 2011 lumbar MRI t2 sagittal sequences verify migration of the l5 spacer causing direct pressure on the right s1 root. The l4 spacer is less severe but causes central stenosis and right-sided compression on the l5 root. On (B)(6) 2012 multiple cervical x-rays show a normal appearing cervical spine. Most maxillary dentition is missing as well as the mandibular molars. On (B)(6) 2012 ap and lateral right hip shows osteonecrotic changes in the right femoral head along with pronounced acetabular protrusio. Disuse osteoporosis is evident in the proximal right femur involving trochanters, neck, head, and subtrochanteric region. On (B)(6) 2012 ap and lateral right hip total hip replacement has been performed on the right. Acetabular screw penetrates superomedial acetabular wall. Additional films of pelvis and hips are underexposed and uninterpretable. On (B)(6) 2012 brain CT without contrast appears normal. On (B)(6) 2012 ap pelvis and lateral views of both hips shows the right total hip implant in good position. Avascular changes are no developing on the left side as well, although early and joint space remains.

Manufacturer narrative:
Additional information: review of radiographic images found as follows: (B)(6) 2013 ultrasound lower extremity no comment. On (B)(6) 2013, chest x-ray bilateral fluffy parahilar infiltrates o/w normal. On (B)(6) 2013, lumbar spine series flexion/extension lateral views of the entire spine show previous fusion from l4 to s1 with interbody spacers and pedicle screws. There appears to be no movement through the area of fusion, however, the upper spacer (at l4/5), appears to be capstone, is about 40% posterior to the most posterior aspect of the l4 body. This suggests it has migrated although without immediate postop films this cannot be confirmed. On (B)(6) 2014, CT brain no spinal imaging is obtained. On (B)(6) 2014, chest x-ray no change from film taken. On (B)(6) 2013, some cardiac enlargement is suspected. Parahilar infiltrates remain (B)(6) 2014 chest x-ray much improved study with decrease in hilar markings, smaller cardiac shadow and better overall inspiration.

Manufacturer narrative:
The following imaging studies were returned to the manufacturer for evaluation. On (B)(6) 2011 - lumbar x-rays ap shows previous left sided laminectomy at l4 and l5. Mild spondylolisthesis is seen at l4 and l5 both grade one and minimal. Pars defect is seen at l4. Dynamic films show increased slips at l4 and l5 to about 4-5 mm each. On (B)(6) 2011 - lumbar MRI shows desiccation at l4 and l5 without narrowing or stenosis. Axials show no stenosis. Previous laminectomies on the left are seen. On (B)(6) 2011 - ap and lateral lumbar show construct l4 to s1 with cross link. Interbody capstone spacers in good position. On (B)(6) 2011 - xrays again show the same construct in good position. On (B)(6) 2011 - ap, lateral and oblique views show no changes from previous films. On (B)(6) 2011 - ap, lateral and oblique views of lumbar construct show no changes. On (B)(6) 2011 - lumbar CT shows previous construct. No changes. Views are degraded by metal construct. Plain films show abundant fusion and bone around the rods and screws. On (B)(6) 2011 - CT brain - no comment. On (B)(6) 2011 - intraoperative views with capstone and screws in place without rods. On (B)(6) 2011 - lumbar x-rays again show construct from l4 to s1 with capstone spacers. Lateral view appears to show the l4 spacer exposed back into the canal about 20%. Oblique views show no additional information. Considerable large bowel gas is seen with some dilatation. On (B)(6) 2011 - multiple lumbar x-rays show no definite changes from previous studies although the l4 spacer appears to have backed out further and be about 50% out of the disc space and the l5 spacer is now also backed out just over 50%. On (B)(6) 2011 - CT of brain - no comment. In (B)(6) - chest x-ray shows under penetration and poor inspiration. Hilar prominence is noted. No clear infiltrates or cardiomegaly are noted. On (B)(6) 2011 - ap pelvis shows developing medial protrusion in both hips with possible osteonecrotic changes in both hips. Multiple views of the femur and knees show apparent djd of the knee as well with the afore mentioned protrusion of the hip. 3 november 2011 - chest x-ray shows possible left lower lobe infiltrate with dilated stomach and excess gas within the stomach. On (B)(6) 2011 - pelvic CT shows advanced cysts and sclerosis of the right hip including both the acetabular and femoral head side. Protrusion is again noted. On (B)(6) 2011 - multiple x-rays of the lumbar spine continue to show l4 to s1 fusion now with apparent complete dislocation of both peek capstone spacers. On (B)(6) 2011 - shoulder x-rays ap, lateral and notch views are apparently normal. On (B)(6) 2011 - brain CT - no comment. Chest x-rays show slight increased thoracic kyphosis without clear infiltrates. Under inflation is apparent. Ddd of the mid thoracic spine is seen. On (B)(6) 2011 - brain MRI - no comment. 5 december 2011 - lumbar MRI capstone spacers are confirmed backed out about 50% outside the disc space with resultant stenosis about the right l5 root and centrally at l4 affecting the central canal. Fusion is not apparent. In (B)(6) 2012 - multiple skull films without problems in skull noted. Patient is edentulous posterior to the tricuspids. On (B)(6) 2012 - lateral view of right hip shows tha in good position. Stove pipe femoral canal is minimally filled.